Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Type of procedure: posterior lumbar instrumented fusion. It was reported that intra-op, the tip of the instrument broke off while the surgeon was trying to break off the set screws. No fragment remained and no complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: approximately 25mm of the drivers tip has broken off and was returned for analysis. The fracture was examined microscopically and the fracture face is consistent with the driver being under torsion and a slight bending moment during the time of the break. If information is provided in the future, a supplemental report will be issued.